Manufacturer narrative:
(B)(4) date sent: 5/21/2024. D4: batch # 246c26. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result, the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 246c26, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure in a trauma case that on the first attempt to fire the device nothing happened. Battery was removed and reinserted with no change. A second device of the same lot was opened with the same outcome. A third device of a different lot was used to continue with the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2024 d4: batch # 246c26 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned articulated to the right with the joint cover torn and with no reload present. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. During device functional analysis it was found that the device would not articulate or home. The device was disassembled and it was noted that the crossover gear was fine. In addition, an indentation was seen in the conformal coating that would not have affected the ability of the device to articulate. There was no disconnection in the shaft assembly, but the knife was bent with a small indentation. Also, there was particulate found on the dcr. No conclusion could be reached as to what may have caused the particulate on the dcr. Both articulation locking links were found to be bent. Due to the bend in the knife, it was not able to be retracted far enough to allow the device to shift back into articulation mode. No conclusion could be reached as to what may have caused the coating to be damaged and what may have caused the particulate on the dcr. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the damage noted on the knife and articulation mechanism were due to improper handling of the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 246c26, and no non-conformances were identified.